Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the lv lead revision, the device was found to be in rf lockout mode and was unable to be interrogated in a timely manner. A temporary pacemaker was implanted. A rv lead revision was performed with no issues. The original pacemaker remains implanted.